Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occured in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the roller pump stopped showing an error on the display and audible alarm. The clinician powered cycled the pump which cleared the alarm. The procedure was completed without further incident. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the roller pump stopped showing an error on the display and audible alarm. The clinician power cycled the pump which cleared the alarm. The procedure was completed without further incident. There was no report of patient injury.

Manufacturer narrative:
Livanova (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative tested the arterial pump with both the level and bubble sensor for several hours but was not able to confirm or reproduce the reported malfunction. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue. Evaluated on site by livanova technician.